Event description:
The medical technologist attempted arteriotomy closure with the closer tsl6 fr device. The device was inserted and reports from the field resistance to insertion. A sheathogram was performed prior to deployment. The device was deployed and the plunger pulled back to remove the needles. The plunger stalled one inch after initial pull back. Additional force was used and the suture broke. The foot was parked, but the device could not be extracted due to excessive resistance to removal. The pt was taken to surgery for device removal and arterial closure. The vascular surgeon made a small dissection and freed the device. The pt recovered without further incident.